Manufacturer narrative:
The received device had the cannula assembly deployed. Cracks were observed on the top housing, although these cracks did not affect the function of the device. The exposed portion of the soft cannula was found bent, although it cannot be determined when or how this damage occurred. A leak test found no leaks in the fluid path. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device was received and is pending evaluation.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 465 mg/dl while wearing the pod between 4 and 24 hours . When removed from the infusion site (leg) the pod's cannula was found bent/kinked. As treatment, changed out the pod and gave a correction bolus.